Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post open heart surgery the right atrial (ra) lead exhibited high thresholds and intermittent undersensing was observed on the right ventricular (rv) lead on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.